Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failure analysis investigation confirmed the customer reported complaint. The instrument exhibited imprecise motion when the master tool manipulators (mtm)s were manipulated, but visual inspection found no signs of physical damage. When the instrument was placed and driven on an in-house system, it passed the recognition and engagement tests. However, it only partially moved in the intended direction and would lag or stop moving altogether. The instrument grip tips were not moving smoothly in response to mtm input commands. Additional observations not reported by the site were also identified: the medium-large clip applier instrument had multiple broken input disks. Input disk #7 was found broken into pieces inside the housing, and hairline cracks were found on input disk #6. As a result of the broken inputs, the instrument failed engagement.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not closing properly when applying clip. The instrument made a sudden "jerk to the right" when the clip was attempted to be applied. This was fixed with a software update a while ago, but this clip applier instrument seemed to make the same violent movement when the clip was applied. The procedure was completed with no reported injury.